Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that patient experienced refractive surprise due to miss calculation in the left eye after refractive surgery. The surgeon implanted eighteen diopters toric five lens, but he had planned for toric four. The system agreed on eighteen diopters, but analyzer did not capture the toric power which system recommended, additionally surgeon did not take a pseudophakic capture to document the placing of the toric on axis as a result surgeon chosen the toric power based on the last measurement. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.